Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. No part was returned to the manufacturer for analysis. Part not returned

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select scans/acquire scans task of a sacroiliac and thoracolumbar procedure, the navigation system and the imaging system were not showing a green line of communication when the network cable was plugged in. The site verified the connection on the dicom servers tab on the mobile viewing station (mvs) and that was successful. The site rebooted which resolved the issue. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: manufacture date provided. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was consistent to a software test track issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.